Manufacturer narrative:
The investigation into the reported positioning issue has been completed since the original report was filed. No product was returned. The root cause of the positioning issue was patient movement, as the patient pulled at the impella catheter and the device lost position as per the clinical description provided.

Event description:
The user facility reported a male patient noted as high risk percutaneous cardiac insertion was implanted with an impella 5.5 device for mechanical circulatory support. The impella 5.5 pump came out of position when the patient pulled on the line during support. After several failed attempts to reposition the pump, the decision was made to explant the device. There was no patient harm.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.